Manufacturer narrative:
Follow up information received on 02-feb-2016: no response was obtained despite follow up attempts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram (hsg) test revealed the tube was occluded but the coil appears broken. This event is anticipated according to the technical analysis. In this particular case, limited information was provided. However considering event's nature a causal relationship with the suspect device cannot be excluded. This case was regarded as other reportable incident, as although the reported event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed or identified. No further information is expected.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).

Event description:
This is a spontaneous case report received from a physician in united states on 26-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted on unspecified date. Reading hsg (hysterosalpingogram), the tube was occluded but the coil appears broken. Ptc investigation result was received on 10-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, no medical events were reported at this point in time, therefore the assessment of a relationship is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram (hsg) test revealed the tube was occluded but the coil appears broken. This event is anticipated according to the technical analysis. In this particular case, limited information was provided. However considering event's nature a causal relationship with the suspect device cannot be excluded. This case was regarded as other reportable incident, as although the reported event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed or identified. Follow-up information is being sought.